Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving an alert for out-of-range impedance. High impedance was found. Externalized conductors were observed via x-ray. Lead to be monitored.